Event description:
Needle tip was broken and remained in his body [medical device complication]. Case description: medical device info: class iia. This spontaneous case from another country was reported by a pharmacist as "needle tip was broken and remained in his body" and concerns a male pt using penneedle 30g 6mm (novofine 31g 6mm) from and to unk date for device therapy. Pt's height: not reported. Medical history: not reported. In 2009, the pt injected lantus solostar (insulin glargine) using novofine 31g 6mm. The tip of the needle broke off and remained under the pt's skin. The pt went to the emergency outpatient dept in hosp where an x-ray revealed the tip of the needle in the pt's body. The injection site was incised however, the needle tip could not be removed. The pt had five stitches. The pt did not re-use the needle in question at the time of the event. The suspected product was returned for evaluation. The outcome was reported as not yet recovered.